Event description:
Add'l info from the hcp reported the pump was explanted due to the pt death with diagnosis of malignant pain. No device problem.

Event description:
The pump was explanted and returned to the MFR after an unknown implant duration for an unknown reason. A follow up report will be sent when additional information is received.